Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the two-company cartridge were cracked. Additional information has been requested.

Manufacturer narrative:
A company cartridge was returned loose in the opened cartridge pouch that has been stapled closed. Inadequate viscoelastic was dried in the cartridge. The tip has stress lines. The tip was not split or cracked. The cartridge has evidence that it was placed into a handpiece. Product history records were reviewed, and documentation indicated the product met release criteria. The associated lens, cartridge, and viscoelastic information was not provided. It is unknown if a qualified product combination was used. The reported tip damage was not observed. However, stress lines were observed, which may have been interpreted as damage. The root cause may be related to a failure to follow the IFU. An inadequate amount of viscoelastic was observed in the cartridge. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Cartridge stress is an expected occurrence and does not denote a cartridge deficiency. However, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. In addition, if the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).